Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to an alert. It was determined the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to fluctuating and high pacing impedance, noise and oversensing. A fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.